Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: analysis was performed on the returned device. The reported torn suture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of complete device returned for analysis, a conclusive cause for the reported suture fray could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 24f and the aaa procedure was completed. When the 24f sheath was removed, the suture of the second proglide device showed 4 threads. The suture was removed and was composed of 4 threads. The suture of a third proglide device was deployed. Hemostasis was achieved with the successfully pre-placed suture of the first proglide device and the suture of the third proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.